Manufacturer narrative:
This report is being supplemented to provide corrections due to a coding change making it reportable at intake. Associated corrections: b5, d5, g2. Additional information: h4 the device manufacturer date was added. Additionally, the following corrections: e1 added kim brown, the establishment name and address. E2: not available, e3: not available. H6: type of investigation, investigation findings, and investigation conclusions are not available. Should additional relevant information become available, a supplemental report will be submitted. Correction to g3 of the initial medwatch. The aware date should be 05-apr-2024.

Event description:
It was reported the gastrointestinal videoscope had foreign material clog the air/water nozzle. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a clogged nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.